Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device was pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data shows minimum battery voltage of 2.992 to 2.672 volts minimum between (B)(6) 2012 and (B)(6) 2013, which is before device recommended replacement time (rrt) of less than or equal to 2.6251 volts. A 6947 implantable tachy lead, (B)(6) 2010. A 5076 implantable pacing lead, (B)(6) 2010. A 5071 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device was suspected of premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.